Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no non-conformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was cracked when it was removed from the loading device. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question as it was discarded.